Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician was unable to remove the balloon after deflation. The physician placed a taxus express2 3.0x12mm drug eluting stent in the 75% stenosed distal ima. After the balloon was deflated the physician encountered difficulty removing the balloon. The guidewire was removed and he pushed, pulled and twisted the balloon left and right and was able to remove it with much force. A dissection was treated with another stent placed distally to initial stent. No problems were noticed with the balloon after removal and angiogram results at the end of the procedure were good. Pt status was reported to be satisfactory.